Event description:
It was reported that leakage was observed from an effluent sample bag. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name:(B)(6) hospital. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name:(B)(6) hospital. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage was observed from an effluent sample bag. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6, h10. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted inadequate radio frequency (rf) seal near the ports. Functional clear passage and clamp function testing were performed with no issues noted. Leak testing noted a channel leak on the outer sides of the port seals. The reported condition was verified. The cause of the condition was manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.